Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that there were oozing and drainage at the trial patient's incisions. It was believed that the infection was procedure related. The patient was prescribed antibiotics as precautionary measure. The patient is reportedly doing well.